Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not power on. The field service engineer fse isolated all boards in the main unit and determined that drawer 4 was preventing the device from powering on. After separating drawer 4.1 from 4.2, it was found that drawer 4.2 had a failed controller board. The controller board was replaced, and all cables and wires were reseated. The retractor band and pyxibus cable were inspected, and the inseparable was cleaned. The unit was then rebooted, verified operational through the hardware test application, and the application was successfully launched to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not powering off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.